Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during performance verification testing at the user facility, the device did not pass the distal occlusion test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.